Event description:
It was reported that the insulin pump alarmed no delivery. The caller stated that the alarms were recurring. The customer had already attempted to rewind and prime while disconnected, and the insulin pump alarmed no delivery again. The customer was advised that the issue was likely an occluded infusion set or connection issue. The customer was unable to prime during a manual prime attempt. The customer observed crystals in the reservoir, which was likely denatured insulin. The customer was advised to contact a pharmacy. The caller did not provide the blood glucose reading. The customer was extremely frantic and ended the call before troubleshooting was completed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.